Event description:
It was reported on 02 june 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, 3 triclips were successfully implanted. The tr was reduced to grade 3 post procedure. On (B)(6) 2026, follow up revealed single leaflet device attachment (slda) of third clip. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.